Manufacturer narrative:
The following fields were updated due to additional information: d.10 device available for eval yes, d.10 returned to manufacturer on: 2020-07-27 h.6. Investigation summary a device history review was conducted for lot number 9119986. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, our engineers were able to evaluate the expanded tubing in the device submitted by the facility. Based on their evaluation and the description of the event, they were able to determine that the most likely root cause for this event is the forcing of fluid through the device during injection. The bd intima ii is an infusion only device and is not rated for high pressure injections. Bd encourages the review of the instructions for use included with all intima ii units; bd will continue to track and trend for this issue.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/damaged tubing and expanding/ballooned tubing during use. The following information was provided by the initial reporter: feedback from head nurse: during infusion, customer found that the extension tube of the indwelling needle bulged into a balloon, which was located near the back end of the connecting seat. The product was replaced in time. After confirmation by phone, the sales indicated that the date of the event was uncertain. Event description: at that time, the high-pressure injection rate was 3ml/s, equivalent to no more than 300psi

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system experienced defective/ damaged tubing and expanding/ ballooned tubing during use. The following information was provided by the initial reporter: feedback from head nurse: during infusion, customer found that the extension tube of the indwelling needle bulged into a balloon, which was located near the back end of the connecting seat. The product was replaced in time. After confirmation by phone, the sales indicated that the date of the event was uncertain. Event description: at that time, the high-pressure injection rate was 3ml/s, equivalent to no more than 300psi.